Event description:
The customer reported corroded ethernet port. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 03/27/2013 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported corroded ethernet port. There was no patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded rj45 port. As found software version 9.33.1.2, as left software version 9.33.1.2. Front and rear case replaced due to cracks. Display screen replaced due to broken screen. Battery pack replaced due to 3rd party part installed. Top and bottom handle replaced due to cracked screw insert. Left and right iui replaced due to corroded pins. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/27/2013 to the present date 1/20/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to corrosion of the rj45 port. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported corroded ethernet port. There was no patient involvement.